Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. Two electronic photos were provided and it was reviewed. In the first photo, a encor biopsy probe was placed in the vertical position as the senomark ultra applicator was noted to be loaded to the probe, the second photo shows a senomark ultra applicator in a fully deployed state as the applicator was noted to bent and the pva pad was noted to be protruding from the end of the applicator. Also, the plunger is noted to be piecing through the applicator wall. Based on the photo review, both reported positioning failure and the bent can be confirmed, and the break was identified. Therefore, the investigation is confirmed for the reported positioning failure as the marker wireform is noted to be undeployed within the applicator, the investigation is confirmed for the reported bent as the as the applicator is noted to be bent and the investigation is confirmed for the identified break as the plunger is noted to be piecing through the applicator wall. A definitive root cause for the alleged positioning failure, bent and identified break issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, during a breast tissue marker placement procedure, the marking clip in the needle does not shows resistance at the moment of inserting, however, there is resistance when pressing the plunger. Previously, the basket had been changed, the blue protector had been removed, and the yellow and red guides had been aligned. After insertion, the rotate button is pressed 180° without releasing the clip. Additionally, the pva part was bent upon removal. The procedure was completed using another device. There was no reported patient injury.